Event description:
It was reported the patient underwent a right knee revision approximately sixteen (16) months post-operatively to change from a short anchor plug to a standard anchor plug, for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00187, 0001825034-2024-00188, 0001825034-2024-00189, 0001825034-2024-00190, 0001825034-2024-00191, 0001825034-2024-00192, 0001825034-2024-00193, 0001825034-2024-00194, 0001825034-2024-00195, 0001825034-2024-00196, 0001825034-2024-00197, 0001825034-2024-00198, 0001825034-2024-00199, and 0001825034-2024-00200. D10 medical devices: oss reinforced yoke catalog#: 150493 lot#: ni. Oss 7cm segmental femoral rt catalog#: 150354 lot#: ni. Cps short anchor plug 16mm catalog#: 178558 lot#: ni. Diah seg lock screw set catalog#: 150481 lot#: ni. Oss 3cm diaphysel segment catalog#: 150464 lot#: ni. Cps centering sleeve 19mm catalog#: 178541 lot#: ni. Cps nut co-cr-mo alloy catalog#: 178512 lot#: ni. Oss segmental stacking adapter catalog#: 150483 lot#: ni. Cps/oss 5cm tpr adapt w/oss sc catalog#: 178711 lot#: ni. Oss tibial poly bearing 16mm catalog#: 150412 lot#: ni. Oss poly femoral bushings catalog#: 150477 lot#: ni. Oss poly lock pin catalog#: 150478 lot#: ni. Oss mod tib baseplate 79mm catalog#: 150424 lot#: ni. Oss cemented im stem 13mmx90mm catalog#: 150362 lot#: ni. Oss axle catalog#: 150480 lot#: ni. G2 foreign source: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately sixteen (16) months post-operatively due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.